Manufacturer narrative:
Concomitant medical devices: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a cardiac arrest. The right ventricular (rv) lead exhibited undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.